Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive power loss alarms during normal use when battery was not out for greater than ten minutes. Customer's blood glucose was unknown. Insulin pump would need to be replaced.